Event description:
The service report shows the customer reported that the 840 ventilator failed to cycle when placed back to pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical unit interface pcb. The unit passed extended self testing.